Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported he has four infusion sets that did not stick as long as usual. Caller alleges a defect with the adhesive. Alleged infusion sets have been discarded. No adverse event reported. No product will be returned.